Event description:
It was reported that the device reached early elective replacement indicator (eri) and the longevity of the device was less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The time of elective replacement indicator (eri) in save to disk on (B)(6) 2012 the device reached eri with less than or equal to 2.62 volt. The weekly battery voltage trend data shows a minimum battery voltage between 2.64 to 2.62 volts minimum between (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2012.